Event description:
The very brief info about event is due to the difficulties to establish contact with the responsible person at the hosp. By e-mail, co's dist gibeck inc, reported that an incident had happened at hosp. Source had reported by a phone call that a pt had expired while attached to a plv ventilator. The breathing circuit used included a louis gibeck ab 19932 humid vent filter light. The circuit disconnect occurred without activating the alarm function of the plv ventilator, which was reported to be the reason for the incident. The responsible qa persons at louis gibeck and gibeck inc have called several times, sent several e-mails and faxed to source in order to get more clarifying info about the circumstances for the incident and the exact circuit connection and ask for the humid vent filter light to be returned to co for inspection and testing. Co has, so far, not been able to establish contact to source.